Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified lateral cutaneous vein. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation. During the procedure, on the third inflation at 10 atmospheres, the balloon ruptured. The device was removed without any problem and no damage was observed. Another of the same device was used to complete the procedure. No complications reported, and patient status was good.

Manufacturer narrative:
The device was returned for analysis, and the evaluation was completed on 24oct2024. A visual and tactile examination was performed. Positive pressure was applied when deionized (di) water was observed to be leaking from a balloon pinhole located approximately 12mm proximal from the proximal markerband. No issues, kinks, or damages were found on the markerband, shaft, and tip of the device.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified lateral cutaneous vein. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation. During the procedure, on the third inflation at 10 atmospheres, the balloon ruptured. The device was removed without any problem and no damage was observed. Another of the same device was used to complete the procedure. No complications reported, and patient status was good.